Event description:
It was reported that after 15 minutes of emergency circulatory support using a quadrox-ID oxygenator the flow was obstructed and decreased to under 0.5 lpm. A second quadrox-ID oxygenator was added to the circuit to replaced the first oxygenator. Full flow was regained for less than 5 minutes and then decreased to near zero lpm. The customers initial impression was the problem was caused by a hypercoagulation issue with the pt. The pt was reported to have expired. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A review of the mfg records showed no non-conformances. According to customer, a hyper-coagulation disorder in the pt may have caused the clotting issues and they do not attribute the pt's death to the oxygenator. A supplemental medwatch will be submitted as soon as the device is returned to the MFR and additional info becomes available.